Manufacturer narrative:
Preliminary analysis of the returned device confirmed a current overconsumption.

Event description:
The subject ICD was implanted in (B)(6) 2016. The patient reportedly had an MRI scan for the knee in december 2016. The ICD was not interrogated before or after the exam. Upon interrogation during the follow-up performed on (B)(6) 2017, the ICD had reached the recommended replacement time (rrt). Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the replacement of the subject ICD were provided. The ICD was therefore explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
The subject ICD was implanted in (B)(6) 2016. The patient reportedly had an MRI scan for the knee in (B)(6) 2016. The ICD was not interrogated before or after the exam. Upon interrogation during the follow-up performed on (B)(6) 2017, the ICD had reached the recommended replacement time (rrt). Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the replacement of the subject ICD were provided. The ICD was; therefore, explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
The subject ICD was implanted in (B)(6) 2016. The patient reportedly had an MRI scan for the knee in (B)(6) 2016. The ICD was not interrogated before or after the exam. Upon interrogation during the follow-up performed on (B)(6) 2017, the ICD had reached the recommended replacement time (rrt). Preliminary analysis confirmed the reported behavior. The warning message concerning the recommended replacement time (rrt) is appropriate. Recommendations to evaluate the replacement of the subject ICD were provided. The ICD was therefore explanted on (B)(6) 2017 and will be returned for analysis.